Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been admitted to the emergency room due to hypoglycemia. The patient stated they had multiple pods that deactivated while she was sleeping. The patient woke up and was experiencing shaking, sweating, delirium, and a pounding heart and went to the ER, but did not provide specific blood glucose levels. The patient was treated with d10 through IV. After being diagnosed with hypoglycemia and was discharged after about 6-12 hours. The pod has been discarded.

Manufacturer narrative:
Correction to h11 in report number 3004464228-2025-29904-00. It should state hypoglycemia, not hyperglycemia.